Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the rep that the tlc75 instrument was being used to remove lung tissue. When the device was fired, only (1) side of the staples was released. This caused the device not to staple on (1) side of the cut line. There was no consequence to the pt.